Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of vascular dissection and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the common femoral artery was performed with two prostyle devices using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, post procedure, after the sutures were advanced to the vessel wall and tightened, there was still a large amount of bleeding; therefore, a surgical cutdown was performed, and a vessel dissection was found. It is unknown how the device caused or contributed to the dissection. Hemostasis was achieved via surgery. A clinically significant delay was reported due to the cutdown, however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: a partial UDI was provided as the lot number is not known.